Event description:
Affiliate reports that the pt had a pneumocephaly. The drainage system was checked by the dr. It was noted to be well connected and permeable. Some air has been noted between collection bag and connector (the air goes up through the drain). The drainage system does not work anymore. As a resulty a new surgery was required to change the catheter and drainage system.